Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 9 events were reported for this quarter. Product return status: 9 devices were received for evaluation. Evaluation status: 8 events were confirmed during testing, - 5 devices were found to be affected by corrosion, - 3 devices were found to be affected be a lubrication problem, 1 device evaluation is in progress. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 9 malfunction events in which the device reportedly overheated; 9 events had no patient involvement; no patient impact.

Event description:
This report summarizes 9 malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record. Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by a lubrication problem.   Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.